Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to complete the functional testing including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarm also, unable to verify e70 alarm in the alarm history screen due to motor error alarm. No unexpected 070 alarm noted. The insulin pump was returned without the original belt clip; unable to verify damage to the belt clip. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error alarm. The insulin pump was exposed to a MRI. The insulin pump would not allow him to fill the tubing and it was stuck in a loop. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.